Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that an emergency room visit occurred about a month ago for breathing issues and that while at the emergency room the patient was informed that it is related to the device. Additionally, the patient indicated the device was reprogrammed and the patient was informed that within a few days will be feeling better. The patient indicated to be becoming gradually worse since then and during the call with the technical services agent the patient was having a difficult time breathing and talking. The patient was instructed to contact the physician. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.